Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, arrhythmia alarms, damaged cable) has been confirmed. As received, the electrode belt failed would not communicate with a monitor. Upon investigation, the cable connecting the distribution node and ECG "b" was cut in two places, causing a short in the cable. The root cause for the cut wire was physical abuse. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt caused a service code 204 (belt/monitor unusable), arrhythmia alarms, and that it had a damaged cable.